Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this device was reprogrammed and there were no adverse patient effects. This device remains in service.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device delivered unneeded shock therapy for a supraventricular rhythm. This device is intended to deliver therapy for ventricular tachycardia. Boston scientific technical services (ts) was contacted for assistance. Ts reviewed the episodes and discussed programming options. This device remains in service. No adverse patient effects were reported.